Event description:
It was reported that during an unknown procedure, the clips would not advance. Three clips were delivered, but after, the device didn't function properly and no clip were delivered anymore. The surgeon used another like device to complete the case. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
H3. Evaluation summary: the instrument was returned with the cartridge cover and the handles cracked. No further analysis could be performed due to the handles condition.